Event description:
The external pulse generator was returned as a trade-in/exhange and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis determined that the upper and lower cases were broken and that the interconnect flex was improperly formed. This device was included in that field action, however returned product testing found the device did not perform as described in the field action. (B)(4).